Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, discontinued) and ceftazidime injection (1gm, discontinued after 4 days) for peritonitis. At the time of this report, the patient has recovered from peritonitis 18 days after the event onset. Pd therapy was ongoing. No additional information is available.